Event description:
It was reported by service report that the brakes were not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - broken brake cam, broken head brake adjuster, missing foot brake adjuster.